Event description:
Customer reported the system is displaying duble images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and repaired the interconnect cable connector. System operates as intended. This MDR is related to ge healthcare complaint.